Manufacturer narrative:
The system was evaluated and we were unable to duplicate the reported issue. The defective cable was replaced with a bypass connector. The device history record was reviewed and there were no anomalies. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the system intermittently shutdown due to the endolaser bypass, which was modified by the customer, for an alcon system. No patient impact was reported.

Manufacturer narrative:
The root cause was determined to be user error due to the customer modification of the bypass for an alcon system. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required.